Manufacturer narrative:
A patient had an infection on the right side near ipg site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient had an infection on the right side near ipg site. In turn, the patient underwent surgical intervention wherein the system was explanted.